Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: according to the complaint form in field 1113: ¿was this product involved in a clinical trial or post-market study? Yes.¿ was it part of a clinical trial/study? Yes. Can you please explain how the device misfired during stapling? Wasn¿t in or during were there any malformed staples in the staple line? No. Were any staples missing from the staple line? No . How was the bleeding controlled? By suturing. The complaint form indicated this was a potential adverse event and that the product problem outcome was life-threatening. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, patient still in hospital since 22 march until today. What was the product code of the cartridge (gst60t, ecr60d, etc.? Gst60d. Was buttressing material utilized? If so, which product? No. On which firing did this event occur (1st, 2nd, 12th, etc.) 3rd. Additional information requested but unavailable: please explain what is meant by misfire. Were any issues noted with staple form during procedure? Why was the hospital stay extended? Was a blood transfusion required? Why does the surgeon believe the event was life threatening? Was the extended hospital stay due to the issue experienced with device? What is the current patient status?

Event description:
It was reported that during a sleeve gastrectomy procedure, device misfired during stapling. There was bleeding from the staple line. Another like device was used to complete the procedure. Potential adverse event; the product problem outcome was life-threatening.